Manufacturer narrative:
An event regarding foreign matter (hair on the packaging) with a trident shell was reported. The event was confirmed through visual inspection.

Event description:
It was reported that there was a hair between a label and a bag, and it was discarded. The procedure was successful using other one.